Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent purge failure alarms". Additional information states the user exchanged the pump for a second. The second pump started up without any further issues. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "persistent purge failure alarms" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the pcs assembly was replaced to resolve the issue. The device history record was reviewed with relevant findings: however, the affected pcs assemblies were returned to the vendor. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "persistent purge failure alarms". Additional information states the user exchanged the pump for a second. The second pump started up without any further issues. No patient injury or consequence reported. The patient's current condition is reported as "fine".